Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0wsew, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by a manufacturer representative (rep) that all electrodes impedances were >4,000 at 2v and there was no sensation or therapy. Rep was not with patient or healthcare professional (hcp). There was no known activity leading up to impedances. Rep just said that they received call from hcp who indicated lead replacement. Patient felt no stim sensation to 3v. Capacity remaining was discussed and appears approx. 50% remaining. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the high impedances was unknown. It was also mentioned that the device would not be returned to the manufacturer per hospital policy. There were no further complications reported or anticipated.